Event description:
Additional information was received as follows: it was reported that at the time of follow-up there was no specific endoleak found. To avoid aneurysm enlargement the physician decided to perform a total debranching and to implant another valiant stent graft proximal to the original device and no endoleak was confirmed after this intervention. Additional follow-up by review of a CT was done and no endoleak was confirmed. The physician commented it is difficult to think it was a type iii endoleak. Possible type ii endoleak, but undetermined. The physician did not mention the cause. The cause of the event is undetermined.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that there was a type ia endoleak confirmed on an unknown date. The patient will be monitored for possible intervention. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Exact date of event is unknown.